Manufacturer narrative:
This complaint is related to MDR 1828100-2014-00591 and MDR # 1828100-2014-00590. Per technical support: the user facility's biomedical engineer (biomed) tested the battery backup on the backup system-1 and now it appears to be working. The biomed connected the a/c power and the system switched back to a/c and started charging the battery. The biomed indicated they only use the primary base for cases. The backup system was plugged in but not powered on to keep the batteries charged. He was not sure how long the system had been powered off. Technical support instructed him to leave the system powered up overnight the batteries could charge all the way. Most likely battery backup failed due to improper battery maintenance. The field service rep (fsr) went to the user facility to check functionality of all devices. The fsr found everything working to manufacturer's specifications.

Event description:
It was reported that during set-up of a back-up system for a cardiopulmonary bypass procedure, the battery back-up on the perfusion system did not function, the system powered off as soon as it was unplugged. This issue occurred during the same case as MDR #1828100-2014-00591. No other details regarding the nature of this event were provided.